Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Concomitant product: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for high thresholds and an increasing high impedance. The lead was evaluated and the lead alert was reset. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the thresholds was unstable over time. The lead was capped and a new lead was implanted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.